Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The device remains implanted and is not available for evaluation. Root cause: according to the physician, the cause of the event was related to the use of flomax and possibly to the patient's pre-existing glaucoma.

Event description:
The physician reports that a patient underwent implantation of the crystalens while on flomax. The patient presented with intraoperative floppy iris syndrome (ifis). Postoperatively, the patient complained of poor vision, however the bcva was 20/20 (compared to 20/40 preop bcva). The lens was repositioned in 2007. The patient had pre-existing chronic open angle glaucoma and was taking flomax.